Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had spasms. On(B)(6) 2020, the patient reported that the device needed to be working for the patient to successfully digest food. They mentioned losing weight, stomach spasms, and having been in the hospital. They did not indicate a time frame. No device issues or further complications were reported or anticipated.